Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada . Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported on 14-may-2026 that the patient experienced high blood glucose level to 19 mmol/dl and treated with manual injection.